Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 623818) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disorders"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding and autoimmune disorder outcome was unknown. The reporter considered abnormal uterine bleeding and autoimmune disorder to be related to essure (ess205). Lot number: 623818. Manufacturing date: 2007/03. Expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205) (batch no. 623818) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal scheduled on (B)(6) 2021). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number: 623818, manufacturing date: 2007/03, expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 623818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disorders"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and uterine haemorrhage to be related to essure (ess205). Lot number: 623818 manufacturing date: 2007/03 expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporter information added. Event medical device removal updated to event abnormal uterine bleeding. Event: autoimmune disorders added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (ess205), (batch no. 623818) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal scheduled on (B)(6) 2021). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Lot number: 623818. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.